Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing. The noise was reproduced in the clinic with isometrics. The patient is only paced 1% of the time in the ventricle. It was further noted that there was inhibition of pacing in the atrial channel due to the ventricular noise. The device was programmed to aair mode. No further information is available.